Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic, non-dependent patient presented in clinic for a post implant follow-up. Inappropriate mode switching was observed due to far-p and far-r oversensing. Programming changes were made. Device remains implanted.